Event description:
Healthcare professional (hcp) was trying to help patient to turn therapy if possible so they can do MRI on patient and they were asking for MRI guidelines. Hcp reported that implantable neurostimulator (ins) was dead and it not working. It may be in overdischarge state. No patient outcome reported. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the spouse of the patient. The patient¿s spouse reported that the patient¿s device was removed because it never worked even before. No further complications were reported or were expected.